Manufacturer narrative:
A4-a6: unk (B)(4)

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. In a separate visit the lens was exchanged for a replacement lens. The problem was resolved. Cause of the event was reported as unknown.